Event description:
It was reported that nurses found that water was leaking while flushing in one of the powerpicc. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that nurses found that water was leaking while flushing in one of the powerpicc. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. One video of a powerpicc was returned for evaluation. An initial visual observation of the video showed a powerpicc being flushed with a clear liquid while inserted in the patients arm. The liquid was observed leaking out of the catheter tubing near the proximal end. While a leak could be seen in the catheter tubing of the sample in the returned video, no details of the damage could be discerned. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.